Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. The patient was no longer able to communicate with their stimulator. Troubleshooting was done over the phone which included changing the batteries in the patient programmer. An end of life (eol) on the battery was assumed. The patient would make an appointment and come to the clinic for further in interrogation with their healthcare professional (hcp) and rep. If there is an eol on the implantable neurostimulator (ins) the patient will want to pursue a replacement. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that they would hopefully see the patient on friday. There were no complications reported. Additional information was received from a rep on (B)(6) 2017. The rep said that their teammate saw the patient on (B)(6) 2017 and the patient wants to have the stimulator explanted. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.